Manufacturer narrative:
(B)(4). Date sent: 8/24/2020. D4: batch #t5f09n. Device analysis: the analysis results found that the tlc10 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired with the swing tab in the unlocked position. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples." The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy when the device was fired the reload that was in the stapler torn the tissue. The staples did not form, and the surgeon had to resect some of the tissue. The procedure was completed with no patient consequences.